Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not deliver insulin overnight and when the customer wakes up the buttons are unresponsive. Customer stated the insulin pump had been dropped several times but not recently. Device was not exposed not exposed to moisture. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act button dome switch. No unlocked lcd keypad connector noted. The insulin pump was programmed with a 2.0 units per hour basal rate and monitored; several bolus were also delivered and the delivered properly all bolus and basal profiles. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had minor scratched lcd window, cracked case at the display window corners, broken belt clip slot and cracked reservoir tube lip.